Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that the device was difficult to remove. A 190 cm filterwire ez was selected for use in a percutaneous transluminal angioplasty (pta) procedure in the carotid artery. Upon procedure completion, the filterwire could not be retracted into the retrieval sheath. There were no patient complications as a result of this event.

Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date. Device evaluated by MFR: the device was returned for analysis. A visual inspection revealed the wire was returned inside the delivery sheath and the filter bag came back in a deployed state. The spring tip and the proximal section of the guidewire were kinked. The sheathing/unsheathing test was performed, and the filter bag can be retracted/deployed by normal way.

Event description:
It was reported that the device was difficult to remove. A 190 cm filterwire ez was selected for use in a percutaneous transluminal angioplasty (pta) procedure in the carotid artery. Upon procedure completion, the filterwire could not be retracted into the retrieval sheath. There were no patient complications as a result of this event.